Event description:
Reporter called on behalf of patient alleging that the m button does not operate and that the meter is "sticky". The patient felt light headed and dizzy and received an 87 mg/dl and ate food and / or drank a beverage after attempting to use the meter and was rushed to the hospital where they were treated with an IV. There is no information on what the patient's blood glucose was in the hospital. Customer service was unable to resolve the issue and sent the patient replacement information. Based on the information provided, this case is being reported as a malfunction, since the m button was not working.